Event description:
Pt was diagnosed as hyperbilirubinemia and placed in an isolette for treatment. After about 12 hours in the isolette, the infant's temperature was measured as 106.7 degrees f by the attending evening nurse. Note: warning alarms did not go off. The infant's temperature was taken several times with several thermometers to verify that a high temperature existed. Next, the infant was removed from the isolette and antibiotic therapy was started. The temperature of the infant was reduced to 98.8 degrees f and was transferred to another facility due to the aforementioned high fever secondary to abo incompatibility. Initially, it was felt that the isolette had malfunctioned in some way, thereby causing the high infant temperature. The isolette was removed from service and underwent equipment testing. No problems were noted despite efforts to recreate the incident. The isolette and its alarm was found to be functional.